Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger/slider was blocked, jammed and was moving heavy on the battery handpiece device. It was further determined that the trigger was sluggish. It was further determined that the device failed pretest for check for leakage, check proper function of the triggers, check falling out protection (steal ring), check function of all modes and check response of on/off trigger. It was noted in the service order that the trigger was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.